Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. As received, the trunk cable connector latch was cracked and the pins were bent inside the connector. The cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that the electrode belt connector on a patient's device was damaged.